Event description:
Event description guidant received information that this patient recently had a guidant pacemaker replaced with an implantable cardioverter defibrillator (ICD). Two competitior's leads remained in the right ventricle in addition to the newly implanted tachy lead. When the patient returned to the hospital room, oversensing with inhibition of pacing was noted whenever she lays on her left side. Chatter between the leads was suspected.